Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information not available for reporting. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested device history records was conducted. The report indicates that the: manufacturing location: (B)(4), part # 03.037.017 lot # 9505477, manufacturing date: 26.may.2015. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during open reduction internal fixation surgery performed on (B)(6) 2016 for hip fracture the 3.2mm wire guide sleeve became stuck in a blade /screw guide sleeve. Spare devices were used from the second set which was readily available. Surgery was successfully completed with no adverse event, no patient harm, and no surgical delay. Patient status/outcome reported as stable. This complaint involves 2 devices. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Product investigation summary: one (1) blade/screw guide sleeve (part: 03.037.017 / lot: 9505477) and one (1) 3.2mm wire guide sleeve (part: 03.037.018 / lot: unknown) were received with the complaint category of ¿device interaction: does not fit with other parts.¿ the complaint condition is confirmed as the returned devices could not be separated. A visual inspection, functional test, and drawing review were performed as part of this investigation. The received condition of the blade/screw guide sleeve is consistent with significant force to the distal surface of the tooth resulting in the observed bending and buckling. The origin of this force is unknown and therefore the root cause could not be definitively determined. However, a force of this magnitude would not be expected when used as recommended. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. A device history record review was performed. The device was manufactured in may, 2015 with no issues during the manufacture of the product that would contribute to this complaint condition. The returned devices are part of the trochanteric fixation nail advanced (tfna) system. The wire guide is inserted through the blade/screw guide sleeve and then the blade/screw guide sleeve is connected to the aiming arm via the locking clip and buttress compression nut. They each provided a cannula to target the oblique hole of the tfna nail. The blade/screw guide sleeve was received with deformation of the distal tooth. Inward bending of the tooth and buckling were observed on the distal portion. The wire guide was received in the cannulation of the guide sleeve and could not be removed. The outer diameter of the distal portion of the wire guide was determined to be within specification (11mm +/- 0.05) measuring approximately 10.99mm. The balance of each device shows surface wear and small nicks. Thus, the complaint condition is confirmed and consistent with the reported condition. Replication of the complaint condition is not applicable as the devices could not be separated. A review of the current drawing revision for the blade/screw guide sleeve and the current drawing for the wire guide was performed. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. The returned parts were determined to be suitable for their intended use when employed and maintained as recommended. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.